Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report leaflet perforation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with restrictive posterior leaflet. During the first grasping attempt, it was noted the posterior leaflet perforated. The clip was removed, and the procedure was aborted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the unspecified tissue injury (posterior leaflet perforation) cannot be determined. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Delay to treatment / therapy was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.